Event description:
It was reported that the doctor told the patient that "you are showing a decline in polarization" or that the pwaves and rwaves were a little low. The right ventricular (rv) and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).